Event description:
Patient reported right side pain. Later, healthcare professional reported right side implant exchange with no complaint against the device. Patient later reported "possible cyst". Patient additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as surgical impact opening (shell thickness within specification). ¿ pain: unable to observe as it is not related to the device. ¿ cyst: unable to observe as it is not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed stress marks on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side pain. Later, healthcare professional reported right side implant exchange with no complaint against the device. Patient later reported "possible cyst". Patient additionally reported rupture. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.